Event description:
It was reported that a patient's implantable neurostimulator (ins) was surgically moved from her hip/back area to her abdomen because "door knobs were hitting her ins." No further information about the event was reported. If more information becomes available, a follow up report will be sent.

Manufacturer narrative:
Product ID: 377845, lot# v012215, implanted: (B)(6) 2007, product type: lead, product ID: 377845, lot# v013089, implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer,.patient product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).